Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the accuracy of the system was impacted by the tracker surface. It was noted a target was scheduled to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
The wireless tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.